Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 420 mg/dl. Customer stated that, he put sensor on monday, yesterday and got up and did blood glucose and would not accepted and did a second and did not accepted and got the change sensors alarm. Customer stated one test sensor glucose 184 mg/dl, blood glucose 420 mg/dl. Customer treated with the pump. Customer states on another scenario sensor glucose was 130 mg/dl blood glucose was 458 mg/dl. Customer calibrates 5 or 6 times. Customer received a change sensor alert after a calibration not accepted. Customer has already removed the sensor at this time. Customer processed to bent cannula troubleshoot. Customer got calibration not accepted, and changed sensor alarm. Customer received a change sensor alert after a calibration not accepted. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.